Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files. System operates as intended.

Event description:
The customer reported the system displayed a "collimator calibration required" error message. No pt injury was reported. X-rays would be disabled with this error.